Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a cyst removal, total abdominal hysterectomy, bilateral salpingoorectomy, omentectomy with excision of pelvic lymph notes, ¿one or both clips slipped off a vessel, causing patient to bleed internally¿. Approximately eight hours after procedure, patient ¿became unresponsive, with a blood pressure of 74/40, heart rate of 120 and unobtainable oxygen saturation¿. Patient ¿arrested and was resuscitated between 8:50pm and 9:36pm that night¿. Two hours later, at 10:10 pm, patient returned to surgery for ¿exploratory surgery and bleeding vessel repair¿. After this exploratory surgery, patient ¿developed ventricular fibrillation, was cardio converted, and sustained multiple cardiac arrests¿ before passing away on (B)(6) 2010.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation.